Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a male patient with a thoracic aortic aneurysm underwent an emergency tevar (thoracic endovascular aortic repair), where a zta-pt-32-28-201 and a zta-p-36-209 (complaint device) were planned to be implanted. The patient´s anatomy was reported to have no calcification, thrombosis, or tortuosity in the access route. The access vessel diameter was reported to be 10 mm. The delivery system was advanced by left fa (femoral artery) approach and the first device a zta-pt-32-28-201 reached the target site without any resistance and was successfully implanted. The second zta-p device (complaint device) was inserted but got stuck in the middle and could not be delivered. The physician has commented that he felt some kind of resistance factor in the inner cannula. Per additional information it was reported that the complaint device got stuck in the area before the already implanted zta. The rep attended the procedure online and could not grasp everything, but he confirmed that there were no problems with the procedure and usage. Complaint device zta-p-36-209 was then discarded for infection prevention and was replaced with a zta-pt-36-32-209. The replacement product was delivered without any problems and the procedure was successfully completed. The patient did not experience any adverse effects. No product was returned an no imaging was provided. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information it has not been possible to establish the cause of the reported event. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. After investigation the event for this (B)(4) is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: adequate diameter (10 mm) of the access route was secured, and the first one, zta-pt-32-28-201(e4157733) of the same diameter was delivered without any problem. Although this is an emergency case, the physician treated it as he would do to an elective case. There was no problem with the access diameter, and there were neither calcification nor thrombus. The access was gained from the left. The first one, zta-pt-32-28-201(e4157733), reached the target site without any resistance and was deployed and implanted without any problem. The reported second one, zta-p-36-209(e4136929), was also attempted to be delivered in the same way, but got stuck in the middle and could not be delivered. The rep attended the procedure online remotely (the hospital wanted that since the pandemic of covid-19), he was not at the actual site and could not grasp everything, but he confirmed that there were no problems with the procedure and usage. The defective product was discarded for infection prevention and zta-pt-36-32-209(e4130612) was used as a substitute. The substitute product was delivered without any problems and the procedure was completed as originally planned. Patient outcome: no adverse events to the patient were reported. The patient has recovered.